Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing and inappropriate shocks. Technical services suggested reprogramming options. At this time, this ICD remains in service and there were no additional adverse patient effects reported.